Event description:
It was reported the patient underwent knee revision surgery due to aseptic loosening of the femoral and tibial component.

Manufacturer narrative:
Evaluation summary: implant compatibility was confirmed. Neither x-rays nor operative notes were provided. As such, the surgical technique cannot be reviewed and the implant construct cannot be analyzed radiographically. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, and type of activity (low impact vs. High impact) are unknown. Based on the available information, an exact cause for the reported condition cannot be determined. Review of the device history records for the femoral component did not find any deviations or anomalies. Review of the device history records was not possible for the tibial component as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.